Event description:
It has been reported to philips that the allura system did not boot up successfully as the start-up countdown got stuck at 00:00. The system was in clinical use. No harm was reported. A philips field service engineer (fse) inspected the device onsite and replaced the flexvision pc. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a neurovascular procedure and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision monitor went black and when the customer turned the power back on, it remained at 00:00 and would not start. Review of the log files confirmed the malfunction with the flexvision pc. The fse checked the status of the pc which didn't start normally on the large monitor control pc (flexvision pc) in the laboratory and didn't improve even after multiple reboots. So, the fse replaced the flexvision pc and performed configuration to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.